Event description:
During an unrelated device exchange procedure, the connector pin of the right ventricular (rv) detached from the lead body. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.